Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an insulin syringe. The customer reports: several weeks ago, an rn clinical leader had an issue with a monojet u-100 insulin needle. She inserted the needle into the insulin vial, drew up the insulin and extracted the needle. In extracting the needle from the rubber top of the vial, the needle came out of the of the syringe and was sticking out from the top of the vial. She discarded the vial and the syringe. She also noted that the greenish-white plug that holds the needle appeared to be displaced.